Manufacturer narrative:
.

Event description:
The patient reported the physician had been titrating his dosage since implant and was also on oral medications. The patient reported excellent control of symptoms and then experienced a fall from a chair. The next day, the patient reported a return of tightness similar to what he had experienced before receiving his pump. The hcp reported the patient's catheter was aspirated and the fluid was tinted red. The hcp performed a catheter dye study and could not visualize the dye using a cat scan. The hcp is considering other troubleshooting options. Additional information has been requested, but was not available at the time of this report.